Event description:
This is a patient with a laparoscopic adjustable gastric band who has had suspicion of a leak from the tubing as she feels no resistance and is unable to maintain fluid in the device.the patient originally had her first lap-band placed in mexico approximately seven (7) years ago. She had this replaced approximately two (2) years ago in another city in USA.what was the original intended procedure?tubing for lap-band in order to fill band.device #1is this a laboratory device or laboratory test?no.